Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the pacemaker exhibited under-sensing. No intervention was performed. There were no patient consequences.